Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that latest in situ testing showed 2 electrode channels with status sc and 4 with status hi. No accident or fall was reported by the pt's mother.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that in-situ testing showed an increase of impedance values over a period of time with 2 electrode channels involved in short circuits and 4 with status hi impedance. No accident or fall was reported.